Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was not performing the air removal step. Tandem clinical support informed the customer that not performing the air removal step is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery and changed out supplies to to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.